Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID hh90t01 lot# serial # (B)(6); product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that they had their pump replaced recently and their new personal therapy manager (ptm) took longer to connect to the pump. The patient stated that connecting to the pump lags at 90%. The agent reviewed considerations and steps to clear the data. The patient confirmed troubleshooting resolved issue.